Event description:
The pump was returned for investigation. Investigation revealed contamination under the key contacts. The display screen was also found to be dim and discolored. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 07/22/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/22/2013 with the following findings: investigation revealed contamination found under the key contacts. The display screen was also found to be dim and discolored. Unrelated to the complaint, the battery compartment was found to be cracked from the threads to the pump case seal. Also unrelated to the complaint, the keypad was found to be peeling and contamination was found under the key contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The user guide also warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.